Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a therapy knob failure during operational testing. The customer advised that the number selected by the therapy knob does not match the number displayed on the monitor. There was no patient involvement.